Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: error e315 (scope err ¿ unsupported scope) and b30 (scope communication err) occurred due to corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e315(scope error unsupported scope) occurs and b30 (scope communication error) occurs. There was no patient involvement.